Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors include raw material issues or storage environment issues. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment the silicone contact layer seems to be sticking to the backing of the dressing when taken off to apply. Then the product is not staying in place as it should, and as it has done in the past. It is falling off between nurse visits. Patient stated that he has been able to ¿slide finger into dressing border where the dressing isn't staying adhered to skin¿ which is unusual for the dressing as previously no issues. No patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.